Event description:
It was reported that the procedure was to treat a left anterior descending (lad) artery / circumflex (cx) lesion. A non-abbott drug eluting stent was implanted from the lad to cx. The trek rx 2.5 x 15 mm balloon catheter was advanced to the cx to perform a kissing balloon technique (kbt) with the stent balloon in the lad. However, the trek balloon did not inflate correctly so it was deflated and inflated again. The trek balloon did not deflate at all after the second inflation. The patient experienced ischemic symptoms and st elevation. A microcatheter was used to break the balloon so that it could be removed from the patient. The device was prepared outside of the patient anatomy before use with no issue. The contrast ratio was 1:1. The procedure was completed using a new balloon catheter. There was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulties could not be confirmed due to the condition of the returned device. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for inflation or deflation difficulties reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.